Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device stops working, the touchscreen freezes and can no longer operate. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated, external visual inspection showed a scratched screen. The device was able to power on using both ac and battery power. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. The unit was tested for two hours and during that time the touch screen didn't move to another screen by itself and all parts of the screen were response to touch. Alarms were not silenced by themselves. Internal inspection showed no damage. The customer complaint was not duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device stops working, the touchscreen freezes and can no longer operate. No patient impact or consequences were reported.